Manufacturer narrative:
Corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va17u29. Implanted: (B)(6)2016 explanted: product type lead product ID 3889, lot# unknown, implanted: explanted: product type lead (B)(4) no longer pertains to this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported on september 13th there was no device failure, there was a lump on the back and the patient requested removal. The hcp stated imaging suggested the device was in the proper position. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The returned device passed all {functional} testing in the laboratory. No anomalies were identified. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had device explanted due to device failure or malfunction suspected. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.